Manufacturer narrative:
Correction for section b4 date of initial report; initial report was created and packaged using the esubmitter software on 10/25/2022, however there were issues with FDA webtrader program in the google chrome browser that were not addressed until 10/26/2022, when the user profile was created and set up in an alternate web browser which the packaged report was then submitted through.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device history log was not provided, therefore no review could be performed. The reported device was not back to brézins for investigation as repairs were carried out locally. After several attempts, the replaced spare parts were not returned to france for investigation. Due to this lack of information, the investigation could not be performed and no root cause can be identified. The reported event is not confirmed. If further information are provided we will re-open the complaint and pursue the investigation. An internal CAPA was opened for defective air sensor but as this event is not confirmed it cannot be directly linked to it. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.

Event description:
Customer reports the following: "pump was due for inspection. Replaced rfid battery, as well as the internal lithium battery pack and the pump membrane. Changed the air detector board to fix the air in line error. Upgraded software, performed calibration and all tests. Verified accuracy and that the pump was located using the pump location software. All tests okay, returned to service." Reporting due to the referenced error; no harm to patient was reported. More information is needed to complete the investigation.